Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿rupture: observed opening on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.